Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The pump reset and the issue resolved. Additionally, the pump time was incorrect, cause was unknown. The customer corrected the time to resolve the issue. The customer's blood glucose was 120mg/dl.